Event description:
A surgeon reported that an intraocular lens (iol) cracked during insertion. The surgical incision was enlarged to facilitate removal of the lens and insertion of a different iol. The pt did well. Visual acuity (va) prior to the procedure was 20/100. Two months following the procedure, the pt's va was 20/20.